Manufacturer narrative:
B3: unk. D4: expiration date unk. D6b: unk. H4: unk. H6: health impact- clinical code: 4581 - minimal cylinder, haze to cornea, lack of clarity. Claim(B)(4).

Event description:
The reporter indicated the surgeon implanted an iclimplantable collamer lens, into the patients left eye (os) in (B)(6) 2023. The patient had minimal cylinder, haze to her left cornea (unclear etiology). She ended up in left eye 20/25 but is bothered by a lack of clarity. Refraction is pl-1.25x 175. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: per the doctor, at the last follow-up, the patient had no complaints. The lens remained implanted. Claim # (B)(4).